Event description:
The suspect device was used to check the customer's blood glucose. A result of 144 mg/dl was obtained. The user did not feel well and their spouse drove customer to the ER were their glucose was 32 mg/dl. Customer was treated with a glucose IV and given something to drink. Controls were not used. The device was replaced and requested to be returned for evaluation.